Event description:
During a zero-p case at level c5 - c6, the surgeon was inserting the 3rd of 4 screws of the zero-p product, and as he was drilling, the drill impacted the fusion from a previous adjacent level surgery. The surgeon then opted to only insert 3 screws total for the zero-p product. This is the first of two reports for this event, this report is on the screw that could not be placed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.